Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 50 mg/ml of morphine at 8 mg/day via an implantable pump. On (B)(6) 2017, it was reported that the patient missed their pump refill and had an empty reservoir alarm on (B)(6) 2017. The reason for the missed refill was patient compliance. The pump logs were read as a troubleshooting measure. The pump was ultimately scheduled for replacement and was replaced on (B)(6) 2017 due to normal eri. No adverse symptoms were reported. The issue was considered resolved and the patient was stated as being "alive-no injury". No further complications were reported.